Event description:
The customer reported having issues during the prime/rewind process. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk. The insulin pump was received with missing end cap sticker.